Event description:
Information was received from a patient receiving intrathecal dilaudid via an implantable pump for spinal pain. It was reported that the patient stated that service code 158 went away for a bit after working on it with health care information technology (hcit) last time, but referenced the issue started up and affected the time it takes to request a bolus. The patient stated that service code 158 popped up right away when they opened the my personal therapy manager (myptm) application. The patient then stated that it took forever to pump the medicine in and it took a long time to finish up, in reference to taking a long time to request a bolus due to a telemetry delay at 90%. The patient referenced they worked on clearing the cache once before, but stated that they didn't know how they did it, and they only worked with patient services once on this, which the agent understood as patient services transferring to hcit as documented in the initial note. When the agent inquired event date of seeing service code and telemetry delay, the patient stated since it was put in, which has probably been 6 months ago. The patient stated they bolused 8 times per day. The agent assisted the patient in connecting to the pump and the patient did not see the service code 158. The patient had a telemetry delay at 90% but was able to connect through. The patient was able to plug it in and later referenced it was taking charge well. The agent assisted the patient in clearing code and the patient read an expected 35 minute lockout due to bolusing a little while ago. The agent reviewed clearing data. Prior to data clear, data was 3.44 mb. The agent reviewed 90% telemetry delay considerations and redirected to hcit to discuss service code 158.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.